Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hodgkin's lymphoma, menstruation irregular, uterine bleeding, depression, nausea, vomiting and bladder spasm. Denies problems with bleeding. Concomitant products included alprazolam (xanax) and fluoxetine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain and dyspareunia outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, allergy to metals, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in date of insertion earlier as per summons it was in 2007 and now as per pfs it was (B)(6) 2009. Number of coils: right: right: 2, left 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Status post essure micro insert implantation as described. ¿ total occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hodgkin's lymphoma, menstruation irregular, uterine bleeding, depression, nausea, vomiting and bladder spasm. Denies problems with bleeding. Concomitant products included alprazolam (xanax) and fluoxetine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain and dyspareunia outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, allergy to metals, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in date of insertion earlier as per summons it was in 2007 and now as per pfs it was (B)(6) 2009. Number of coils: right: right: 2, left 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Status post essure micro insert implantation as described. Total occlusion bilaterally. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), dysmenorrhea (cramping), nickel allergy, dyspareunia (painful sexual intercourse),abdominal pain" were added. Outcome of event "bleeding, cramping, infections, nickel allergy" were added as recovered. Concomitant drug , medical history and lab data were added. Reporter information and patient aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.